Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturing is retrieving further information from the healthcare facility and will submit follow-up report upon availability of new, relevant details.

Event description:
The manufacturer was informed of an intraoperative explant involving perceval plus valve through device tracking department. Reportedly, a perceval plus pvf-l valve was implanted in a patient on (B)(6) 2026. The valve was explanted and replaced with another similar device pvf-l during the same day due to perivalvular leak. No other information is available at this time.